Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. "When all of the info that can be had, is had and evaluated, the results of that investigation will be subject in the follow-up report."

Event description:
Our rep. Is reporting that in generic conversations, she was told 4 separate surgeons of each having recently had a pt experienced post operative versalok pullout. Two of the procedures were performed open and 2 were performed arthroscopically. Two of the four cases have already had re-vision surgery. Of the 4 surgeons, 2 have stated that they may have over tensioned the fixation devices. Our rep is at this point in time in the process of gathering the details of events. One of the 4 cases being reported here is being described as a male with poor bone quality underwent a shoulder repair in 2008 with the use of a versalok anchor for fixation. At some time subsequent, it was somehow determined that the fixation device had pulled out of its' bone hole. Approx two and a half months later, a re-surgery was performed, and the versalok anchor was removed from the pt. At this point in time, this is all the info made available to mitek. Questions out to the complaint reporter for further info and issue clarity. Post script. Further details to this event and details to the other 3 events are in the process of being gathered, and will, when received, be incorporated within respective files. It is reported that the pt had poor bone quality. The surgeon speculated that he may have over tensioned the fixation device. See associated mdrs 1221934-2008-00214, 1221934-2008-00215, and 1221934-2008-00216.